Event description:
The information received from the affiliate states that this patient was presented to the interventional lab for repaire of a lesion in the right, middle and distal superficial femoral artery (sfa). The patient had a history of peripheral vascular disease and coronary disease. In 2004, the patient had a myocardial infarction and coronary bypass. In 1997, an insertion of an aorticbiiliac y-prosthesis and in 1998-99, the patient had femoro-popliteal bypass surgery. The patient also has a history of hypertension. In 2005, two smart stents (6 x 100mm) were deployed in the right sfa. During the procedure, a total of 10000 iu of heparin was given.the vessel was straight at the lesion site, the lesion was restenotic. Total lesion lenth was 180 mm. There was 95% stenosis before the procedure. Pre-dilatation of the lesion was performed with a 4 x 80 mm balloon. Post dilatation with 5 x 80 mm balloon. There was no injury to the patient. In 2006, the patient returned to the hospital complaining of discomfort to the leg after walking 150 meterws. Also, the patient had symptoms of claudication. The physician was suspicious of a restenosis. Subsequently, the lesion in the right sfa was treated with an angioplasty balloon (sailor 5/80 balloon). There was no injury to the patient.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt. This is the first of two products involved with this event, which is associated with mfg. Report # 9616099-2006-00739 and 9616099-2006-00740.